Event description:
During fibrinogen analysis using the stago sta-max instrument, the system consistently produced the error code mmax, indicating that the sample had reached the maximum clotting time and we were instructed to report fibrinogen levels as <60 mg/dl, per the sta-max operator manual. After recollecting the sample, the same error code persisted. Quality controls were within acceptable ranges, and other patient samples showed accurate fibrinogen levels. However, the reported value contradicted the index patient's clinical history and other lab results, leading to further investigation including sample analysis on a different analyzer which revealed the accurate fibrinogen level to be 900 mg/dl. This result aligned with the patient's clinical history. Consequently, due to the instrument malfunction and incorrect falsely low reported fibrinogen value <60mg/dl, the patient received two transfusions of cryoprecipitate which otherwise were not indicated. Suddenly, labs on [date redacted] indicated a precipitous drop in fibrinogen to <60, from >1000 just two days prior. The unexpected <60 result was confirmed on repeat lab draw. Fibrinogen levels did not increase despite cryoprecipitate transfusions, however other serial lab work (teg, pt/inr, ptt), and the lack of bleeding symptoms, were not consistent with the presumed diagnoses of severe hypofibrinogenemia or severe disseminated intravascular coagulation (dic). A rare diagnosis of fibrinogen-specific inhibitor was considered, as was the possibility of some type of error from the assay or automated analyzer. Serial dilutions and mixing studies which revealed that the instrument reported <60 result was an artifact of the instruments internal analytic algorithm, and that the actual fibrinogen level was very high; analysis on another analyzer showed fibrinogen 900.